Event description:
Adverse event: decreased bcva, superficial punctate keratitis centrally, inflammation. A surgeon reports one pt experienced a 4 line decrease in bcva 1 day following a conventional hyperopic lasik treatment which continued through the 3 week postop exam. F/u info provided by the facility indicates the pt's bcva improved to 20/25 at the 1 month postop visit. Pt records were provided and showed some inflammation and superficial punctate keratitis centrally. Additionally, the surgeon stated this pt was not harmed or injured.

Manufacturer narrative:
Determination of root cause: assessment: during the on-site investigation, the territory mgr found no problems with the system and completed a successful system verification prior to departure. Log file review indicated the laser was running fine with no errors, warnings, or messages and without any energy fluctuations during the time of this pt's surgery. Non-product factors including pt response to the laser ablation, pt healing characteristics and pre-operative pt selection were reviewed. The pt presented with a non contributory medical history and an ocular history positive for dry eye that was treated with restasis, gel and artificial tears. The uncorrected visual acuity (ucva) was 20/80, the manifest refraction (mr) was +1.25-2.75x080, the best corrected visual acuity (bcva) was 20/20 and on (B) (6) 2008 underwent hyperopia with astigmatism lasik. During the 5 weeks post operative period, the pt demonstrated variable ucvas, mrs and bcvas, with the final ones reported as 20/40, +0.25-0.75x105 and 20/25. During that period, doctor's notes indicated "swelling", "inflammation" and the slit lamp exam (sle) showed trace edema, spk (superficial punctate keratitis) centrally, and dry eye. Schirmer's test and tear break up time (tbut) test were performed during the post operative period. The schirmer's test showed an average result of 6.6mm (normal value range is 13mm to 15mm), and the tbut an average of 7 seconds (normal value is > 10 seconds). Add'l communication with the site's contact reported that the surgeon has indicated that the pt is still healing and he feels that the initially reported injury is temporary and not permanent. The term best corrected visual acuity (bcva) describes the highest measurable level of visual acuity based upon subjective responses with the aide of a corrective optical device. A loss of bcva after refractive surgery indicates that the postoperative bcva is less than the preoperative bcva. The severity is determined by the magnitude as reported in the investigation, based upon the number of lines lost on the standard acuity chart. In this case the severity was determined to be moderate. The pt demonstrated a pre existing condition of dry eye that continued during the post operative period. As literature indicates, pts with dry eye before lasik have a significantly increased risk for developing chronic post-lasik dry eye despite comprehensive ocular surface management before, during, and after surgery. Dry eye may cause temporary and unpredictable changes in the cornea that may interfere with the ability to properly measure the refractive error and/or visual acuity thereby contributing to a possible loss of bcva. The pt demonstrated a temporary 4 line loss of bcva at the 1 day and the 3 weeks post operative visits, that improved to a one line decrease by the 1 month visit. This temporary loss may have also been associated to the dry eye, as discussed above. Nonetheless, a one line loss bcva may not represent a true loss as it may be associated to variations in testing techniques. The pt underwent a hyperopic treatment, which tends to over respond initially and then regress back during the healing process, as it was noted during the post operative measurements, possibly contributing to variations in ucva, bcva and residual refractive errors. In addition, the surgeon indicated that the pt is still healing and the 1 line decrease in bcva is temporary. Conclusion: based on the results of the investigation of product and non-product factors, the device was not found to be a contributor to the pt's outcome. However, the non-product related factors mentioned above may have been contributors. (B) (4)